Manufacturer narrative:
H6 investigation findings code was updated.

Manufacturer narrative:
The reagent lot number and expiration date were not provided. The investigation is ongoing.

Event description:
There was an allegation of a questionable high troponin hs result from the cobas e 801 module. The initial result was 86. The repeat result using the rapid assay application was 71. The second repeat result was <14. The unit of measure was not provided.

Manufacturer narrative:
As no further information was provided, the investigation was unable to determine the specific cause of the event. The investigation did not identify a product problem.